Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
Patient report of pain, post-essure placement (implanted (B)(6) 2008). Pain started about 1 year post placement; exploratory laparoscopic surgery in (B)(6) 2010 and found scar tissue attached to the bowel and removed it. The patient said the pain subsided for about 6 months and then started up again in (B)(6) of 2010, including painful menstrual cycles and was given depo to help alleviate the pain. On (B)(6), 2011, dr (B)(6) did a hysterectomy and removed the uterus and fallopian tubes. Micro-inserts had perforated both tubes, and that most likely that was the source of her pain. Follow up with patient (B)(6) 2011, who reports resolution of pain since removal.